Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen 500 mcg/ml (unknown dose) via an implantable pump for intractable spasticity. It was reported that the reason for call was the hcp stated that the patient's pump reached a low reservoir status yesterday; the patient was in earlier today and pump was filled and updated. The hcp stated that the patient went home and the pump continued to alarm. The agent reviewed info related to the concurrent alarm with the interrogation of synchromed ii pump and reviewed that the alarm could be manually silenced with another pump update. The hcp was not with the patient and stated that they would bring the patient back to silence the alarm.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient came in because pump had been noncritically alarming since (B)(6) 2024 when he was last filled. The hcp checked logs and only sees low reservoir the day of the refill and then pump programming steps-no new events. The hcp stated when she walked in the room to read the logs, she heard the noncritical alarm as well then updated the pump. Technical services had caller reinterrogate and no active alarm banner was visible on home screen. The hcp stated she did not see the active alarm banner the first she interrogated the pump though.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.